Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed; the 'no power' disconnect alarm was activated when both power ports were disconnected. Analysis of the device revealed that the device met specifications. The unit performed as intended during bench testing, with the alarms sounding when prompted, at the expected levels. The reported event could not be confirmed during testing; no mechanical issues were found during testing. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that during the software maintenance release (smr) update of the controller the "power disconnect alarm" did not sound. The controller was exchanged with no effect on the patient. No further information was provided.